Event description:
It was reported that the lead was capped and replaced due to high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 14.2-17.9cm from the helix end. The silicone insulation was abraded and the rv conductor was visible. Internal insulation abrasions were found between 7.3cm and 8.5cm from the helix end. The etfe coating was intact at these locations. External insulation abrasion was found at 7.3-7.8cm from the helix end, consistent with lead friction to another device.